Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received a hardware low level failure. The customer¿s blood glucose level was unknown. Customer's mother stated that they had hardware low level failures alarm during auto -test. It was reported that hey had multiple pump error in the history. The customer was advised to revert to back up plan as health care professional instruction. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Hardware low-level failures alarmed during self test and confirmed in insulin pump history with variable (003) due to broken trace at pin 1 on keypad assembly.